Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pt expired in 2007 due to multi-organ failure. No further details were provided. Info learned from implant patient registry.